Event description:
Customer receiving discrepant creatinine and ck results. Exact number of patient samples impacted not provided. Two patient examples were provided. Patient 1, initial creatinine gave <3.9 mg/dl; repeat gave 0.7 mg/dl. Patient 2, initial ck gave 9 u/l; sample repeated four times giving 61, 65, 11 and 42 u/l. The user indicated the physician did not believe the initial results and the user was not provided information to determine if medicine was administered to the patient. The field service rep determined the cause to be contamination of sample probe 2 wash station, and decontaminated the system, replaced syringe seals, sample and reagent probes. Performance tests were performed.